Manufacturer narrative:
The reported lot number, 850500, could not be matched to the upn.

Event description:
It was reported to boston scientific corporation that an obtryx sling was implanted. According to the complainant, as a result of the implant, the patient suffered severe pain, bleeding, an inability to urinate, bloating, bowel problems, could not engage in sexual relations, and could not sit or stand for prolonged periods of time. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.